Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in a false atrial tachy response (atr) episode. Technical services (ts) recommended further review. The device remains in use. No adverse patient effects were reported.